Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo receptacle. System operates as intended.

Event description:
Customer reported no image on the left monitor. No pt injury was reported.